Manufacturer narrative:
H.6. Investigation summary eight open 32g x 4mm pen needle samples and four photos were returned from an unknown lot. No., cat. No. 320136. Visual examination and a functionality test was carried out on all eight samples and photos and no issues were observed. Investigation conclusion visual examination and a functionality test was carried out on all eight samples and photos and no issues were observed. No DHR review can be carried out as lot number is unknown. Root cause description no issues were observed with the returned samples therefore no root cause can be identified. Rationale based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time. H3 other text : see section h.10.

Event description:
It was reported that the pen ndl 32ga 4mm 14bag experienced an inner shield/outer cover/cap that would not attach/detach during use. The following information was provided by the initial reporter: pen needle wouldn't detach. The outer cover didn't detach and customer got needle stick injury when trying to remove it. No health hazard occurred.

Event description:
It was reported that the pen ndl 32ga 4mm 14bag experienced an inner shield/outer cover/cap that would not attach/detach during use. The following information was provided by the initial reporter: pen needle wouldn't detach. The outer cover didn't detach and customer got needle stick injury when trying to remove it. No health hazard occurred.

Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. No DHR review can be carried out as lot number is unknown. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the pen ndl 32ga 4mm 14bag experienced an inner shield/outer cover/cap that would not attach/detach during use. The following information was provided by the initial reporter: pen needle wouldn't detach. The outer cover didn't detach and customer got needle stick injury when trying to remove it. No health hazard occurred.